Manufacturer narrative:
The investigation has determined that higher than expected vitros ipth results were obtained from three different levels of non-vitros biorad control lot 64930 when using vitros ipth reagent lot 1470 on two different vitros 5600 systems. A definitive cause could not be determined, however, a performance issue with the vitros ipth lot 1470 reagent packs in use or the biorad controls in use cannot be completely ruled out. An instrument related issue did not likely contribute to the event as two different vitros 5600 systems were affected, and diagnostic vitros tsh within-run precision tests performed on each system were within acceptable guidelines. Reporter email address: (B)(6).

Event description:
A customer observed higher than expected vitros ipth results from three different levels of non-vitros biorad control lot 64930 when using vitros ipth reagent lot 1470 on two different vitros 5600 systems. (B)(4). Biorad level 1 results of 29.6 and 29.6 pg/ml vs. The expected result of 22.6 pg/ml. Biorad level 2 results of 258.0 pg/ml vs. The expected result of 200.0 pg/ml. Biorad level 3 results of 795.3 and 795.7 pg/ml vs. The expected result of 626.0 pg/ml. (B)(4). Biorad level 1 results of 30.1, 29.8, 29.7, 29.6, 30.2, 30.4, 29.9, 31.2, 31.2, 30.2 and 31.9 pg/ml vs. The expected result of 22.6 pg/ml. Biorad level 3 result of 796.5 pg/ml vs. The expected result of 626.0 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).